Event description:
It was reported the patient had permanent and intense lumbar pain evaluated at 10/10. The patient also had an increase in right foot pain to 8/10 despite the stimulation. The patient was hospitalized for four days for perfusion of laroxyl and ketamine. The event was considered recovered.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).